Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the main lamp does not light up and emergency lamps are activated occurred due to damage of the lamp filament. The cause of the defective lamp could not be identified. In addition, lines in the image occurred due to failure of the video connector. The cause of why the video connector was faulty could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the video system had a gap in the connector, and the image disappears or the image becomes striped or blue. The issue was found at the beginning of a diagnostic cystoscopy procedure which was completed with the same device without delay. There were no reports of patient harm. The device was returned for evaluation. During evaluation, it was observed that the main lamp no longer lights due to damage to the lamp filament and no proper image was shown when connecting camera heads to the subject device, only test patterns such as color bars were visible on the screen along with the error message ¿lamp error¿. This report is being submitted for the reportable malfunctions found during evaluation (main lamp would not light and displayed color bars).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. It was observed that there were lines in the image depending on the position of the camera head¿s cable which was caused by a defective video connector. In addition to the color bars displayed and the main lamp not lighting, the light connector socket also had wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.